Event description:
Kci received article lio heller, scott l. Leven, charles e. Bulter. Management of abdominal wound dehiscence using vacuum assisted closure in pts with compromised healing, the american journal of surgery 2006; 191:165-172, doi: 10.16/j.amjsurg.2005.09.003, that reported one pt had partial skin graft loss. No additional information is available at this time. The unit's type or serial number was not provided, therefore, kci cannot conduct a device evaluation of the unit.

Manufacturer narrative:
The pt's included in this study were treated with negative pressure wound therapy and it is unk when the events occurred as this information has not been provided. Based on information provided, it cannot be determined that the alleged partial skin graft loss is related to v.a.c. Therapy. On 16-jun-2015, kci received response from the physician which stated, "we are not making any assertions or allegations our article is just reportative. The causation unk." Kci has made attempts to obtain additional information, so far without success.